Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is (B)(6). Investigation summary: it was reported the syringe was missing the measurements when taken out of the pack. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging blister and has the scale marking missing. This defect can occur if the ink was not flowing properly inducing the scale marking issue. A device history record review was completed for provided material number 301031, lot number 0302602. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. A new ink viscometer was implemented to improve the consistency of the ink flow and has shown a reduction to the problems detected internally. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe had no scale markings. The following information was provided by the initial reporter: "we were notified of a complaint from a customer stating that a syringe was missing measurements in the pack."

Manufacturer narrative:
The following information was provided by the initial reporter: e.1. Initial reporter address: (B)(6), e.1. Initial reporter city: (B)(6). E.1. Initial reporter state: (B)(6), e.1. Initial reporter zip: (B)(6). G2: date received by manufacturer 2021-03-31.

Event description:
It was reported that the bd luer-lok¿ syringe had no scale markings. The following information was provided by the initial reporter: "we were notified of a complaint from a customer stating that a syringe was missing measurements in the pack."